Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-00896, reference MFR. Report: 1627487-2019-00898.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-00896. Reference MFR. Report: 1627487-2019-00898. It was reported the patient underwent system explant on (B)(6) 2019 due to ineffective stimulation due to the patient not responding to therapy. The patient had competitor¿s leads attached to ipg.